Event description:
It was reported to the manufacturer by the end user, per the end user, a nurse was hurt when a side rail she was releasing and lowering released more quickly than she anticipated, escaped her grip and fell striking her nose. It was reported that this nurse got a CT scan which showed no fractures or breaks. Upon speaking to the facility, the injured employee stated that she does not think that there is anything wrong with the bed, it was just her position when she released the side rail. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.